Event description:
It was reported that during a stenting treatment procedure, premature stent deployment occurred. The lesion being treated was located in the common bile duct. The physician advanced a non-bsc guide wire to the duodenum. The 8x82x75mm epic stent delivery system (sds) was advanced on the wire outside of the patient and severe resistance was encountered. Upon removal of the sds from the guide wire the stent deployed slightly. The device did not enter the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the safety lock and flushing luer were in the as-manufactured position. The stent was protruding 6mm from the distal end of the exterior sheath. There was no other damage. The inner diameter (ID) of the inner shaft was measured at both ends with a calibrated pin gauge set; the ID was .035" at both ends, which is within specification. Functional testing was performed by loading a .035" guidewire into the tip and completely advancing through the wire lumen without encountering any unusual resistance. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at the time of event: (B)(6). (B)(4).

Event description:
It was reported that during a stenting treatment procedure, premature stent deployment occurred. The lesion being treated was located in the common bile duct. The physician advanced a non-bsc guide wire to the duodenum. The 8x82x75mm epic stent delivery system (sds) was advanced on the wire outside of the patient and severe resistance was encountered. Upon removal of the sds from the guide wire the stent deployed slightly. The device did not enter the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.